Event description:
It was reported that the customer was admitted to the hosp for low blood glucose levels. The customer was connected while priming and reported that insulin was shooting out during the priming process. No further details provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.